Event description:
The patient was undergoing a gastrostomy tube placement. While anchoring sutures into the patient's gastric lumen, one of the three sutures placed immediately broke. A new suture was placed and the procedure continued with no immediate complications. Follow up: the packaging and suture was not retained. The sutures were supplied in a g-tube insertion kit. Kit was (B)(4) and lot was aa6123r05. We do not have the lot # for the sutures. Will continue to monitor for re-occurrence. Manufacturer response for gastroincisional anchor sets, saf-t-pexy gastroincisional anchor sets (per site reporter): the representative filed a report and sent us two replacement products (kit ref # (B)(4)).